Manufacturer narrative:
(B)(6). The device was manufactured november 7, 2016 - november 8, 2016. The device was received for evaluation. Visual inspection revealed fluid at the connection of the blue winged luer cap due to the cap being slightly untightened. No signs of a crack or damage were noted on either the blue winged luer cap or the white luer. A functional leak test was performed by filling the device and manually tightening the blue winged luer cap onto the luer. The device was monitored until the next day, and no signs of a leak were observed. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. The device had been filled with deferoxamine. There was no patient involvement. No additional information is available.